Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had back surgery about 3 weeks ago that was not related to the device or therapy, but they did not turn off the stimulation at the time of surgery. The patient was given a bone growth stim to use, which wrapped around their back. The patient had been feeling nauseated since the surgery and had stopped using the bone growth stim because when they used it, they felt more nauseous. It was noted that ¿about a week ago¿ the patient felt worse. It was noted there was recent medical test or emi environmental exposure and that there was a sudden change in therapy/symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that they need to replace the device as it has reached the end of its life. It was unclear whether this was related to the other surgery or not. No further complications were reported/anticipated.